Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoidectomy, bleeding occurred when the device was used on the left colic artery at the "firth firing". Another device was used to complete the case. The amount of the bleeding was unknown. Blood transfusion was not required. There was a possibility that the edge of the clip gave damage on the blood vessel since the device was slightly twisted at the firing.